Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. Ll was patient said they are having issues with their device and that turns off by itself. Patient said they charged ins yesterday and after "a hour" they didn't feel it so they checked and it was off. Patient said this has been going on "pretty much since I got the device" but that it is "more so in the last couple months".  Patient said they have tried different programs. Patient said sometimes other things get stimulated like they get a "twinge" of their clitoris and sometimes stimulation is towards their rectum and sometimes towards the front. Patient said sometimes they don't feel the stimulation so they increase the "intensity" and "after half a hour" they don't feel it so they check and it turns off. Reviewed stimulation expectations. Patient said the charge of ins only seems to last a week. Patient said they were able to charge successfully. Patient said they have moved and do not have a hcp right now. Emailed list of physicians to caller. Troubleshooting was unable to be performed as the caller did not have external devices with them.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they are still having the same issue with the therapy turning off. During call patient connected to implant and therapy page confirmed that stimulation is on. When asked, patient hasn't noticed a pattern however did mention that this has happened after charging ins which patient said at the start of a session ins is between 0-10%. The patient will keep a log or occurrences of when they thought stimulation was off and then check and right down the result. If needed, next step would be to schedule device check at hcp office and to review their log during appointment.